Event description:
It was reported the patient was admitted to the hospital due to a patient related condition. Upon device interrogation, far p oversensing was observed. The event was resolved by reprogramming the device. The patient was in stable condition and will continue to be monitored.